Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had "pressure ulcers" on his back under the lifevest. It was reported that the sores were open and oozing, but not bleeding. Follow-up indicated that the patient's physician had not prescribed anything for the sores, and the sores were not improving.